Event description:
Per the audiologist, a post operative x-ray showed the electrode array was not in the pt's cochlea. The pt's device was explanted in 2007, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.